Event description:
The customer contacted physio-control to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. Physio-control contacted the customer to request additional information on the patient and the event. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. Physio-control contacted the customer to request additional information on the patient and the event. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
It was reported to stryker that the lp15 had a reported issue of unexpected shutdown. The device was evaluated under wo-430342. The evaluation was performed by the stryker service depot. The reported issue was able to be verified and unable to be duplicated. The pco files and keylog were downloaded during evaluation and reviewed by a cqe who determined the cause of the issue was a failing power pcba. The power pcbas is obsolete for this version of the lp15, therefore the device could not be repaired. As a result the customer was offered the option to purchase a new device. The device was returned to the customer unrepaired and the customer will purchase a replacement at their discretion.

Event description:
The customer contacted physio-control to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. Physio-control contacted the customer to request additional information on the patient and the event. There was no report of patient harm associated with the reported event.